Event description:
An amphirion deep pta balloon catheter was used to treat a lesion in the popliteal artery with >50% stenosis. Device was inspected before use and no abnormalities were noted. Negative prep was not performed on the device. The device was delivered to the lesion and inflated with a boston scientific inflation device without issue. However the balloon could not be deflated. The device was removed from the patient together with the sheath and the guide wire without difficulty. The same inflation device was used with another amphirion deep device to successfully complete the case. No patient complication was reported.

Event description:
Analysis summary: the proximal part of the balloon is damaged. The balloon is unfolded. The shaft and the balloon are full of dried radiopaque solution. It was not possible to inflate the balloon. A manometric syringe filled with water was connected to the balloon lumen of the hub and inflated at 16atm but no water entered the balloon.

Manufacturer narrative:
Results: technique/ anatomy. Device used past its expiration date. Conclusion: technique/ anatomy.

Manufacturer narrative:
Results: based on the information provided, no root cause can be determined. (B)(4).